Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm vessel. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atmospheres upon first inflation for 30 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.